Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip-deployed with all external and internal components intact and in the appropriate post clip-deployment position. The vessel locator wings were completely collapsed and the sheath was fully slit. There were no abnormal observations that could prevent the clip from being fully delivered to the arterial surface to close the access site. Based on the investigation findings, the probable root cause for the reported experience could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician using the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the device did not deploye properly. Manual compression was applied to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.